Event description:
The customer reported the device shut down while in use with no alarm. No patient harm reported.

Manufacturer narrative:
The customer returned pm board, cpu board and user interface were installed in an fi test ventilator. The ventilator was run for 2 hours without any errors occurring. The ventilator was then power cycled every 30 seconds for 30 minutes without any errors occurring. No failure was found.